Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 21mm 8300ab pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of 25 days due to moderate-severe pvl from the 1 to 4 o'clock position with trace aortic regurgitation. The explanted valve was replaced with a 23mm 11500a pericardial valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.